Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited high and unstable thresholds and had dislodged from the septum. The lead was attempted to be revised but the insulation was cut during the procedure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.